Event description:
Deflated tissue expander, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: sientra received the suspected device from the customer and performed a failure analysis. The device was returned and investigated by our labs to have a tear at the top seam that spans the anterior and posterior sides with an indeterminable conclusion. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Deflated tissue expander, left side.